Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that only the tt012 obturator was received for evaluation. Upon visual examination the device was noted to be in good visual condition; no anomalies were noted. As the sleeve was not returned for analysis it could not be determined what may have caused the incident reported. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the trocar was not smoothly inserted on the hole and finally failed to insert. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.